Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer reported they were able to clear the alarms. Customer stated they were able to rewind the insulin pump. Customer was performed self test and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Pump error 63 (variable 3) alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. However unable to complete the self test and verify tone check/vibrate check due to pump error 63. Pump error 130 was confirmed on the download trace file. Motor was visually inspected, no moisture damage or contamination noted. No loose or disconnected motor flex connector noted on j5 at electrical board. The motor was tested outside of the unit and passed. Motor may have an intermittent failure that was not detected during testing. The test p-cap and reservoir does lock in place in the reservoir compartment.